Manufacturer narrative:
(B)(4). PMA/510k #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported that during a ureteroscopy with laser lithotripsy, the ncircle tipless stone extractor was in the scope and the basket came apart when they went to open it up. Basket did not separate. They removed the stone extractor and successfully completed the procedure with another device. No adverse events have been reported as a result of the alleged malfunction.

Event description:
It was reported that during a ureteroscopy with laser lithotripsy, the ncircle tipless stone extractor was in the scope and the basket came apart when they went to open it up. Basket did not separate. They removed the stone extractor and successfully completed the procedure with another device. No adverse events have been reported as a result of the alleged malfunction.

Manufacturer narrative:
Investigation ¿ evaluation: visual inspection and functional testing of the returned device was conducted. A document based investigation was also performed. This included a review of complaint history, the device history record, instructions for use, and quality control data. One device was returned for investigation. The device was returned with the handle and basket formation in the open position. A visual examination noted 2.5 cm of coil is exposed from the distal tip. Both the collet knob and the male luer lock adapter (mlla) are loose. The polyethylene terephthalate tubing (pett) measures 3 cm in length. A functional test determined the handle does not actuate the basket formation. There were kinks noted in the basket formation at 80 cm and 93 cm from the distal tip of the basket sheath. The handle was disassembled and the cannulated handle was noted to be bent 11.5 cm from the distal tip. The support sheath and basket sheath were attached. The basket formation can be manually actuated. The handle was reset and reassembled and found to actuate the basket formation to the open and closed positions. A review of the device history record found there were no non-conformances related to the reported failure mode. A complaint history search revealed this is the only complaint that has been received that has been associated with lot number 8759681. Per the instructions for use (IFU), precaution section: enclose the device in the sheath before removing from the tray/holder. Do not use excessive force to manipulate this device. Damage to the device may occur. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. The complaint device was found to have a basket that was opened and it would not close. Damage was noted to the device: the sheath was kinked in 2 locations and the cannulated handle was bent. The handle would not actuate the basket due to the cannulated handle not being held in place by the collet knob. The damage to the sheath and handle cannula indicate it is likely the device experienced excessive force during use that pulled the handle cannula out of the collet, preventing the basket from closing. The likely cause for this issue was product use or handling related ¿ the product received excessive pressure. Per the quality engineering risk assessment, no further action is warranted. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints.